Manufacturer narrative:
Additional narrative: no patient involvement reported. Date of event is unknown. Additional device product code: hrx. Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part # 314.743, lot# h065467. Supplier: (B)(4), release to warehouse date: sep 14, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the driver shaft broke off. It is unknown when and how the device broke. No patient involvement reported. This report is for one (1) drive shaft. (B)(4).

Manufacturer narrative:
A product investigation was performed. Device ria driveshaft l520 (part # 314.743, synthes lot# h065467) was returned. The returned instrument was examined at customer quality and the complaint condition was able to be confirmed. A visual inspection, device history records review, drawing review and dimensional verification of the relevant device features were performed as part of this investigation. A functional test or complaint replication is not applicable as the damage was visually confirmed. No new malfunctions were identified during the investigation. Ria drive shaft (part #314.743) is used under the intramedullary reaming and bone harvesting system. It is implemented for autogenous bone harvesting and removing infected and necrotic bone and tissue from the intramedullary canal. The ria drive shaft (part #314.743 lot # h065467) was returned with the broken/missing tip leaving the distal end of the instrument shaft in the jagged form. The helix of the shaft is intact. The broken fragment was not returned with the complaint. There are very few superficial striation marks over the surface of the shaft, which do not impact functionality. The device looks new and overall in a good condition. Relevant product drawings were reviewed. Outer diameter (od) of the distal tip could not be measured due to missing fragment. Portion of the distal tip, approx. 13 mm in length, is missing. Hence od of the helix feature which is within a close proximity of the broken tip was measured. Od of the helix was measured at three different locations and measured within the specification. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. It is possible that the tip of the sleeve was damaged due to excessive torque or off-axis force applied on the device. The exact root cause could not be determined in the absence of additional details about the complaint incident. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. No manufacturing or design related issue was identified during investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.